Event description:
It was reported that the user experienced repeated scan errors with a freestyle libre 3 plus sensor when attempting to scan via ilet app; after rescan the user received a notification ¿session already started,¿ while the ilet displayed a sensor warmup countdown and subsequently showed glucose data; the event involved intermittent communication failure associated with the cgm interface and implicated the electrical/antenna component. The user experienced a glucose peak of 230 mg/dl with no associated clinical symptoms. Outcomes included a delay to treatment or therapy. User support included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the cgm and connected devices with intermittent communication failure traced to the electrical and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.